Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were unknown. The patient was hospitalized for the event. On an unknown date, the pd catheter was removed due to peritonitis and the patient was transferred to hemodialysis (thrice a week). At the time of this report, the patient was discharged from the hospital and has recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.